Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information analysis of the returned device visually confirmed the driver shaft is fractured at the welded joint. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, "when positioning the screw, the inner thread of the driver was broken in a clean cut. No pieces were left in the patient." A new driver was used to complete the surgery and no patient complications were reported.